Manufacturer narrative:
Based on the information gathered, there is no indication or report that davinci product caused or contributed to the incidents. A review of the system log revealed no related system errors occurring during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
A patient who was enrolled in a study underwent a da vinci-assisted bilateral nipple sparing mastectomy followed by a non-robotic immediate breast reconstruction. It was reported that the patient's left breast showed erythema and swelling approximate three months later, and extended to the entire breast in a patchy pattern. The patient was placed on a triple IV antibiotic regimen and the left breast erythema was noted to have improved. There was no mention of malfunction of a da vinci system, instrument, or accessory occurred during the procedure.